Event description:
Exploded in their hands while they were warming infants heel.

Manufacturer narrative:
One un-used sample was returned for evaluation and activated in the lab without issue. As no issues were found during investigation, a root cause could not be determined. The device history record review was completed on the reported lot number- v2e092, and the lot was manufactured and released in compliance with all requirements. Cardinal health will continue to monitor complaint trends for this reported issue.